Event description:
The customer reported there was no power to the workstation. The problem did not occur during a case. After the customer finished the case, he unplugged the system, and plugged it back in. A green light was on, showing they were getting power, but when the pushed the switch, the system made different noises, and nothing happens.